Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the error on the aia-900 instrument and found loose screws on the x-1 pitch flag. Fse realigned the x1 pitch flag position and checked x1 home and individual rack feed positions. Fse ran rack rotation test several times and all passed. Fse then ran the daily check and the instrument functions without errors. The aia-900 instrument is functioning as intended, and the error cleared. No further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2300 is sample loader step feed failure is generated when the pitch sensor s071 failed to go on after the step feed. The solution is for the operator to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue was due to the sample loader x1 pitch flag screws had become loose.

Event description:
On (B)(6) 2018, a customer reported getting error 2300 s. Loader step feed failure during quality controls (qc) on the aia-900 instrument. Customer is unable able to run follicle stimulating hormone (fsh) and intact parathyroid hormone (ipth) patient samples. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.